Manufacturer narrative:
Alleged failure: rubber viton of articulating laparascope fell apart. Confirmed failure: broken cut viton. Probable root cause: glue degradation; use error; viton/rubber sheared off by cannula; viton/rubber cut off by user (user error); chipping/peeling of other components; components from scope tip falling off; packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that rubber material from the laparascope broke off. All the broken pieces of the device were retrieved from the patient by visual inspection. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that rubber material from the laparoscope broke off. All the broken pieces of the device were retrieved from the patient by visual inspection. The procedure was completed successfully.